Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-13105. The patient had two leads from the same lot number. It was reported the patient was having increased pain in his right leg. A CT scan and x-ray showed the right lead was anterior. The physician decided to remove the scs system, the exact explant date is unknown at this time.

Manufacturer narrative:
Sjm did receive the actual device for evaluation, visual inspection noted no anomalies. Performance testing confirmed the device performed according to specifications. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.